Event description:
The nursing alleged a patient was kicking the foot side rail and it came unlatched. No reported injury.

Manufacturer narrative:
The account stated they shook the side rail, hit the side rail and they cannot get it to unlatch, the account stated the side rail looks fine and they will not need a repair.